Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that while the patient was busy doing a lot of things and had a banquet to go to, she felt sick as her blood glucose level raised, therefore her daughter took her to the emergency room. Subsequently on (B)(6) 2019, they transported her to the hospital by an ambulance and at 09:00 pm, she was hospitalized due to high blood glucose level of 1006 mg/dl. While in the hospital, they checked her site and it was bent due to which she experienced high blood glucose level. Reportedly, the patient had a liver transplant and she was on an anti-rejection medication that does affect her memory when something was told but may not remember what to do. During hospitalization, she received insulin via intravenous route as corrective treatment. On (B)(6) 2019, she was released from the hospital. On the day of this report ((B)(6) 2020), she only had coffee and her blood glucose level was 364 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.